Event description:
The malfunction that was noted was slight inflation of the pump channel tourniquet system that allows for the connection of two cuffs. Both cuffs are controlled independently within two separate channel areas. It was found that the channel that was off and not activated actually inflated a slight amount. (B)(4).